Event description:
It was reported the pt had lost adequate coverage and was receiving rib/abdominal stimulation. X-rays revealed lead migration. As a result, the lead was repositioned. The procedure took place on (B)(6) 2013 and resolved the pt's issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.